Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances. It was also noted that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent a spinal cord stimulation (scs) system replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-2317-70 (sn: (B)(6)). The returned lead was analyzed and visual and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is near the set screw mark of the clik x anchor. There were no exposed cables at the fracture location. The possible flexing of the lead at the exit point of the clik x anchor has resulted in the reported complaint. With all the available information, boston scientific concludes that this investigation has been confirmed. The investigation confirmed that the cause of the broken cables is due to mechanical stress from possible flexing of the lead at the exit point of the clik x anchor. Therefore, the probable cause selected is cause traced to component failure. Sc-1232 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: (B)(6). Product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances. It was also noted that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent a spinal cord stimulation (scs) system replacement procedure. The patient was doing well postoperatively.